Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 10, 2007. A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported the pump alarmed ¿failure, while attached to a patient and the pump attached into the wall. The pump was removed and replaced with a new pump. The IV fluid was a maintenance IV of an unknown product. Device usage problem: device failed (e.g. Broke, couldn¿t get it to work or stopped working). No additional is available.